Manufacturer narrative:
Concomitant product: product ID 3889, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the caller stated a lead will not advance into the header block. It moves past the set screw but not all the way into the ins (stimulator).

Manufacturer narrative:
Analysis results for stimulator serial number (B)(4) revealed the stimulator passed the functional and lead insertion test. The complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned. There was no anomaly found.

Event description:
Additional information received reports that they put in another generator and that worked well with no problems. Also, generator was returned to medtronic.